Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device scissored when clipping the cystic artery. New device was pulled to finish case. No pt consequences.